Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in severely tortuous and moderately calcified obtuse marginal (om 1). After a 6fr non-boston scientific (bsc) guide catheter was engaged to left coronary artery coaxially and non-bsc guidewire crossed the lesion, pre-dilation was performed with 2.0 x 12 nc balloon catheter in mid om. A 2.50 x 24 synergy drug-eluting stent was advanced to maneuvered the lesion and the device failed to cross the lesion. Further dilation was done with same balloon catheter. However, it was noticed that the stent struts were damaged. The device was removed and the procedure was completed with another 2.50 x 24 synergy drug-eluting stent. There were no patient complications reported. The outcome was good and the patient was stable post procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system catheter was returned for analysis, the following attributes were examined: a visual examination of the stent found stent damage. Mid stent struts were found to be lifted from their crimped position. The undamaged stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in severely tortuous and moderately calcified obtuse marginal (om 1). After a 6fr non-boston scientific (bsc) guide catheter was engaged to left coronary artery coaxially and non-bsc guidewire crossed the lesion, pre-dilation was performed with 2.0 x 12 nc balloon catheter in mid om. A 2.50 x 24 synergy drug-eluting stent was advanced to maneuvered the lesion and the device failed to cross the lesion. Further dilation was done with same balloon catheter. However, it was noticed that the stent struts were damaged. The device was removed and the procedure was completed with another 2.50 x 24 synergy drug-eluting stent. There were no patient complications reported. The outcome was good and the patient was stable post procedure.